Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump could not connect to the transmitter. Blood glucose value was 54 mg/dl at the time of the incident. The customer was not hospitalized. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Device failed to communicate and sync during rf association, problem was isolated to electronic assembly. Unable to perform functional test due to communication anomaly.

Manufacturer narrative:
The event was reported in error.